Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The ups battery cartridge was replaced the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was a beeping sound coming from the power supply of the mobile viewing station. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: updated. Initial reporter also updated.

Event description:
The reported issue with the imaging device was discovered during preparation for a sacroiliac and thoracolumbar procedure. There was no patient present when the issue was identified. The procedure was performed without use of the imaging system.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.